Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-105mg/dl fasting. Verified test strips expire 03/18/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 275mg/dl and 262mg/dl fasting. Reviewed meter memory: (B)(6). Customer complaining his truemetrix meter is reading very high. Customer ran a back-to-back blood test to compare his meter's reading with his other truetrack meter. Truemetrix produced a result of 219mg/dl, he ran another blood test with his truetrack meter immediately afterwards, he received a result of 120mg/dl, which is much closer to his expected reading.

Manufacturer narrative:
(B)(4).product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user is using an expired test control solution.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-105mg/dl fasting. Verified test strips expire 03/18/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 275mg/dl and 262mg/dl fasting. Reviewed meter memory: (B)(6). Customer complaining his truemetrix meter is reading very high. Customer ran a back-to-back blood test to compare his meter's reading with his other truetrack meter. Truemetrix produced a result of 219mg/dl, he ran another blood test with his truetrack meter immediately afterwards, he received a result of 120mg/dl, which is much closer to his expected reading.